Manufacturer narrative:
On 11/20/2019, the product investigation was updated. Device investigation summary: upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Reason for device explant and/or reoperation: rupture on (B)(6) 2019, the product investigation was completed. Device investigation summary: according to the information provided, the patient experienced a rupture on right breast implant. However, it was not possible to perform a proper product investigation since the implant was not returned. Nonetheless, the customer provided a photo of the actual device involved in the complaint. Based on the photo, the implant appears severely rented. The complaint was confirmed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 550cc mentor memorygel breast implants, suffered right side rupture post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).